Event description:
It was reported that tandem charging supplies sparked and caught fire. There was no reported impact to the customer's blood glucose level. The customer was advised to return the malfunctioning supplies and receive replacements through tandem technical support's return merchandise authorization process.